Event description:
Reportedly, on (B)(6) 2013, during a post-implantation check, ventricular lead impedance was measured above 3000 ohm for a dialysis patient. The device was then programmed in aai mode. On (B)(6) 2013, the device was reprogrammed in ddd. However, the ventricular polarity could not be changed from unipolar to bipolar setting. Atrial lead measurements were within normal range contrarily to the ventricular ones (threshold 6.75v/0.35ms, r wave amplitude 1.8mv, impedance > 3000 ohms). The statistics data were not displayed. On (B)(6) 2013, the mode was changed to safer and it was possible to reprogram the ventricular pacing polarity to unipolar. The ventricular lead impedance measurement was between 2700-3000 ohm. Based on the patient status, no re-intervention is scheduled in the near future. Explanations are required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.